Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed r186, r159 and r122 on the power manager board to be intact and physically undamaged. However, when using a multimeter he noted that the resistance across these resistors to be open.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per additional evaluation done by the supplier, the power dual n channel so-8 was identified as an electrically defective part based on the results from the in-circuit testing performed. The supplier was unable to determine a root cause that lead to this component failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) stated that the logs verified that the power manager printed circuit board (pcb) was bad. He replaced the power manager pcb. The unit operated to the manufacturer's specifications the suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a 'battery cannot be charged - full back up may not be available' message appeared. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2020, the heart lung machine (hlm) gave an error message. The error message that occurred during normal use was that the battery could not be charged and that full backup battery may not be available. The team did not lose power and the case proceeded as normal. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this messaging, for hospital alternating current (ac) power was available during the case.